Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, post deployment the patient had a full atrioventricular (av) block and on post-operative day (pod) 2 a leadless permanent pacemaker was implanted.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were identified during DHR review. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.